Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle broke in two parts. One part got lost in the patient and they had to search for it and the other part was stuck in the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.